Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced constant tone and no delivery alarm. Customer's blood glucose value was 179 mg/dl. The customer stated that she heard a humming noise during rewind. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.